Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was diabetic ketoacidosis. The customer blood glucose level was were 389 mg/dl. Customer stated that the infusion set tubing was came apart. Customer also stated that location of detachment was close to site. The insulin pump will not be returned for analysis.